Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported her daughter's hospitalization. Customer states that her daughter's insulin pump led to the customer having diabetes ketocidosis. The blood glucose reading is 356 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the download history file shows on (B)(4) 2014 13:26:11 battery change, the battery removed. Then an insulin pump reset to factory default. (B)(4) 2012 00:07:16 time/date change, old value (B)(4) 2012 00:07:16. (B)(4) 2014 time/date change, new value (B)(4) 2014 02:06:00 and time format set to 12-hour. The button event was overwritten, unable to verify if customer manually set the device time and date. The unit was then monitored for two days with no unexpected change from am to pm noted. No time/clock anomaly noted. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit had minor scratched display window and cracked reservoir tube lip.